Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a gastric sleeve case, end tones, indicating a complete seal cycle, were provided by the generator in use. The surgeon cut the tissue that was supposed to have been sealed and bleeding described as significant was observed but the patient did not suffer any injury as a result. The amount of blood loss was not provided by the customer. The surgeon switched to a different type of device in order to complete the procedure.

Manufacturer narrative:
(B)(4). One used lf1737 was received for evaluation. Visual inspection found no defects. The customer reported that end tones were heard at times, but regrasp alarms were not generated. The reported condition was not confirmed. The rfid tag indicates the user received two regrasp alarms during the procedure. The device was plugged into the ls10 generator and activated on simulated tissue with acceptable results. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. End tones were heard indicating completed activation cycles and a visually acceptable seal. A regrasp indicator is yellow and alarms when a regrasp alarm is generated. If the problem continues, the customer is advised to have their generator serviced. The investigation found the device to function normally and within specifications. No failure mode was identified.